Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker exhibited infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. These pacemaker was explanted.